Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The unit had a cracked display window corner, a scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a missing address/serial numbers label.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 411 mg/dl. Prior to the event, the customer was delivering a bolus. The insulin pump was not exposed to a strong magnetic field or an MRI. In troubleshooting, the customer was able to rewind with the device. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.